Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm® volbella® with lidocaine in lips, tear trough, and mouth corners. Six hours later, patient had a vascular occlusion with symptom of blanching in upper lip. Patient also developed slight redness in left tear trough. Patient was treated with 1200iu hyalase® in upper lip. One day later, patient was treated with 650iu hyalase® in upper lip. Symptoms resolved.

Manufacturer narrative:
Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation as it was discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm® volbella® with lidocaine in lips, tear trough, and mouth corners. Six hours later, patient had a vascular occlusion with symptom of blanching in upper lip. Patient also developed slight redness in left tear trough. Patient was treated with 1200iu hyalase® in upper lip. One day later, patient was treated with 650iu hyalase® in upper lip. Symptoms resolved.